Event description:
Resident was being lifted up by a mobile lift. Suddenly pt fell to the floor as the apparatus came apart. Resident hit head on bed & floor. Bleeding from rear of head from laceration approx 1 1/2 inches, hematoma on forehead, bruise on right hand. Sent to hosp., resident evaluated intially as terminal; upgraded over several days. Returned to nursing home 8/28/95. As per diagram, the nut holding the spreader bar that supports a resident came loose. Reason not known. New bar secured; original bar kept in facility. Lift purchase 6/95.